Event description:
Additional info received from MFR on 09/15/1998: on july 5th, 1997 total parenteral nutrition therapy of lipids, 10 hrs per day, daily was started on this pt ( pt is identified as a female, dob 11/27/36). The pump was working daily without difficulties. On the evening of july 18, 1997, an occlusion was noted. Pump was removed and a new pump was substituted. There have been no problems with this new pump since that date. A small electrical motor provides the energy to drive the infusion pump. The energy is transferred from rotary at the motar to reciprocal at the pump via a gearing and cam mechanism, which is secured by adhesive. The adhesive failed, or was misapplied, causing the energy to tranfer mechanism to fail. The system software interpreted the lack of movement as an infusion line obstruction and initiated the high pressure alarm. This condition was recognized as a potential design weakness. A design change was incorporated in may, 1997 which strengthened the security of the electromechanical energy transfer, and therby improved device reliability and precludes the occurrence of this failure mode. All device since that time, new or returned for repair/refurbishment, receive the improved design regardless of the original design condition.